Event description:
It was reported when using the unspecified bd vacutainer blood collection tubes, the device experienced foreign matter in the tube (biological and non-biological). This event occurred three times. The following information was provided by the initial reporter. The customer stated: it is reported customer witnessed spikey plastic projection inside the tube. Bd purple top tube with the spikey plastic projection inside the tube. We¿ve received 3 of these this morning. This tube only had 1 projection but I¿m told one of the others had multiple projections.

Manufacturer narrative:
H6: investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for damage to the inside of the tube was observed. Evaluation of the photos confirmed the presence of damage to the inside of the tube as there is plastic that is sticking out from the inside wall of the tube. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Nowhere on the production line is there anything introduced to the inside of the tube that would cause this type of defect. This complaint has been confirmed for the indicated failure mode damaged tube however, this defect is not caused by any process during the manufacturing of this product. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported when using the unspecified bd vacutainer blood collection tubes, the device experienced foreign matter in the tube (biological and non-biological). This event occurred three times. The following information was provided by the initial reporter. The customer stated: it is reported customer witnessed spiky plastic projection inside the tube. Bd purple top tube with the spiky plastic projection inside the tube. We've received 3 of these this morning. This tube only had 1 projection but I'm told one of the others had multiple projections.